Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a recurrence of paroxysmal atrial fibrillation, with several episodes occurring within one or a few hours of the procedure. Atrial fibrillation was confirmed by electrocardiogram. Multiple months later the patient displayed recurring atrial fibrillation (af) again. Administered medications were not tolerated and the patient began to decompensate, so the patient was electrically cardioverted. A pacemaker was implanted and a his ablation was performed. No further patient complications have been reported as a result of this event.